Event description:
The quick-release mechanism on the wheelchair's large wheels failed. The pin assembly backed out on its own and the wheel fell off the wheelchair. No injury occurred. Incident occurred in 2001. Complainant is reporting it now since one of the complainant's associates experienced a similar problem.